Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb laser filter glass cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the u/d and the r/l pulley wires fluid damage, the lcb (light carrying bundle) fluid damage, the lg connector fluid damage, the distal body broken, the operation channel (primary) perforated, the insertion flexible tube buckled, the light guide cable buckled, the ccd drive pcb corroded, the electrical pin connector corroded, the remote control buttons cut, and the ethylene oxide gas valve (eog) loose; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).